Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer.

Event description:
It was reported that as the doctor was removing the confidence introducer needle, it would not budge. The needle broke off in the pedicle, flush with the bone. The shard of metal could not be retrieved and remains in the patient. The remaining needle portion was discarded at the hospital and is not available for evaluation.